Event description:
On (B)(6) 2012, a customer contacted agfa healthcare to report that the baseline pulmonary capillary wedge (pcw) pressure values from impax cv reporting cardiac catheterization module were not correctly transferring into the hospital's electronic health record (her) system. Within the her, right atrial (ra) pressure values are substituted for the baseline pcw pressure values. During agfa healthcare's investigation, it was determined the baseline pcw pressure values are displayed correctly within the impax cv reporting cardiac catheterization report itself. Agfa also determined that two values in the standard impact cv outbound reporting style sheets for the cardiac catheterization module are incorrectly mapping to the right atrial (ra) pressure field. The two values are pulmonary capillary wedge (pcw) and left atrial (la) pressure. There are currently mapping to the right atrial (ra) field in the impact cv outbound reporting stylesheets. This will result in right atrial (ra) measurement values incorrectly populating in the pulmonary capillary wedge (pcw) and left atrial (la) fields in a customer's electronic health system (her). During the investigation, the customer discovered this issue had been ongoing since its last impax cv upgrade in (B)(4) 2011 and discussed this with agfa. A total of (B)(4) affected reports were identified within the customer's ehr system with inaccurate pcw pressure values. On (B)(4) 2012, agfa corrected the pcw pressure issue on the site's test system and is awaiting the site's confirmation the charges made to the test system are working correctly and all of the reports are reprocessed correctly. Once confirmed, the changes will be made to the site's product system. Agfa healthcare will be implementing a reportable correction to the FDA for this issue which will be applied at affected sites. Additionally, agfa healthcare will work with all affected customer to determine all impacted reports and will assist in the reprocessing of these reports. There has been no report of pt harm.